Event description:
The customer contact reported the device touchscreen would not calibrate. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen did not pass the touchscreen test. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.